Event description:
This report pertains to two of three devices used during the same procedure. Associated manufacturer report # 3005099803-2013-05386 and manufacturer report # 3005099803-2013-04549 pertain to the other devices. It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient has not followed-up with any complaints or complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant also listed the following physician associated with (B)(6).